Event description:
Male resident was found with his head between siderails. Autoposy report indicated accidental asphyxia. Siderails on bed at time of incident were invacare nysalar purchased early 1997.